Event description:
Rn describes a separation of the tubing at the site of the y junction resulting in a spill of an unknown chemotherapy drug. The spill was cleaned according to the institution's policy. There was no injury to the patient or the staff.